Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 965mg/dl. The nurse stated that the customer experienced nausea and vomiting. The caller stated that the customer broke her insulin vial. The doctor requested somebody to come to the hospital to troubleshoot the insulin pump. The nurse also mentioned that the customer has been in the hospital three times. The caller stated that the customer still is on the insulin pump and her glucose reading is 62mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.